Manufacturer narrative:
(B)(4). Customer report of calcification was confirmed. X-ray demonstrated minimal calcification on leaflet 2, and on the host tissue located near leaflet 1. The wireform was intact as seen on x-ray. As received, leaflet 1 had a cut section of approximately 8mm x 6mm, and leaflet 3 had a cut section of approximately 10mmx5mm. The cuts had a smooth and even edge; leaflet fragments were not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Vegetation-like material was observed on leaflet 3 at the inflow aspect. Two fragments of vegetation were returned with the valve. H10. Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Of note, product examination revealed vegetation on the device. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification is a structural deterioration of bioprosthetic valves which is listed in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation has not yet begun. A supplemental report will be submitted accordingly once the analysis has been completed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve was explanted, after an implant duration of two (2) years and four (4) months. Per the pathology report, the valve demonstrated disrupted fibrocalcific cusps. There were diffuse calcifications and there were no vegetations identified. The explanted valve was replaced with another edwards bioprosthetic valve. No other details provided.